Manufacturer narrative:
(B)(4).

Event description:
It was reported that an event regarding a cisatracurium (nimbex) drip ran over two hours instead of ten to twenty hours. A new nimbex drip initiated at 1009 with the following settings: rate 9.62ml/hr, volume to be infused (vtbi) 24.6ml, dose 5.86mcg/kg/min, concentration 2,000mcg/ml. This infusion was manually programmed using the guardrails drug library. The rn rearranged pumps to be able to have all medication on the same pump. The new pump was set up and was witnessed. The rn went back into the room at 1245 for a new "train-of-four" monitor, and that is when the rn noticed that the drip was completely empty. The settings was checked and found that the rate was 37.1ml/hr, vtbi 90.0ml, dose 5.86mcg/kg/min, concentration 2,000 mcg/ml. - the concentration and dose are the exact same on each pump. However, the new pump's rate is different. Also, upon further investigation the pump does not match their usual pumps. There is no "blue ridge sticker" on the pump as well. The provider was made aware of the incident and the pump was turned off completely. The patient was already intubated and will continue to be monitored further. The provider has called pharmacy for a reversal agent, and ordered EKG to be obtained. It was then reported that after receiving the event report from the clinician, the rn clinical informatics coordinator tested the IV pump and spoke to their pharmacy to find out if the error that occurred was user or pump related. The medication given was supposed to be calculated using the patient¿s ideal weight and not their actual weight. When the informatics coordinator entered the patient¿s ideal weight (54.7 kg) into the IV pump, the correct rate of 9.62 ml/kg was received but when the patient¿s actual weight (211.83 kg) was entered into the IV pump, the incorrect rate of 37.1 ml/hr appeared. Given this information, both pharmacy and clinical informatics coordinator were pretty sure that this was a result of user error. The informatics coordinator spoke with the nurse educator for the unit the event occurred at and said that after the event occurred, the nurse was able to view the weight that was entered in the pump and that the nurse had in fact put in the correct weight (ideal weight) into the pump. Therefore, we decided that the pump may need to be investigated to ensure that this was not a pump error.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an event regarding a cisatracurium (nimbex) drip ran over two hours instead of ten to twenty hours. A new nimbex drip initiated at 1009 with the following settings: rate 9.62ml/hr, volume to be infused (vtbi) 24.6ml, dose 5.86mcg/kg/min, concentration 2,000mcg/ml. This infusion was manually programmed using the guardrails drug library. The rn rearranged pumps to be able to have all medication on the same pump. The new pump was set up and was witnessed. The rn went back into the room at 1245 for a new "train-of-four" monitor, and that is when the rn noticed that the drip was completely empty. The settings was checked and found that the rate was 37.1ml/hr, vtbi 90.0ml, dose 5.86mcg/kg/min, concentration 2,000 mcg/ml. - the concentration and dose are the exact same on each pump. However, the new pump's rate is different. Also, upon further investigation the pump does not match their usual pumps. There is no "blue ridge sticker" on the pump as well. The provider was made aware of the incident and the pump was turned off completely. The patient was already intubated and will continue to be monitored further. The provider has called pharmacy for a reversal agent, and ordered EKG to be obtained. It was then reported that after receiving the event report from the clinician, the rn clinical informatics coordinator tested the IV pump and spoke to their pharmacy to find out if the error that occurred was user or pump related. The medication given was supposed to be calculated using the patient¿s ideal weight and not their actual weight. When the informatics coordinator entered the patient¿s ideal weight (54.7 kg) into the IV pump, the correct rate of 9.62 ml/kg was received but when the patient¿s actual weight (211.83 kg) was entered into the IV pump, the incorrect rate of 37.1 ml/hr appeared. Given this information, both pharmacy and clinical informatics coordinator were pretty sure that this was a result of user error. The informatics coordinator spoke with the nurse educator for the unit the event occurred at and said that after the event occurred, the nurse was able to view the weight that was entered in the pump and that the nurse had in fact put in the correct weight (ideal weight) into the pump. Therefore, we decided that the pump may need to be investigated to ensure that this was not a pump error.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that an event regarding a cisatracurium (nimbex) drip ran over two hours instead of ten to twenty hours. A new nimbex drip initiated at 1009 with the following settings: rate 9.62ml/hr, volume to be infused (vtbi) 24.6ml, dose 5.86mcg/kg/min, concentration 2,000mcg/ml. This infusion was manually programmed using the guardrails drug library. The rn rearranged pumps to be able to have all medication on the same pump. The new pump was set up and was witnessed. The rn went back into the room at 1245 for a new "train-of-four" monitor, and that is when the rn noticed that the drip was completely empty. The settings was checked and found that the rate was 37.1ml/hr, vtbi 90.0ml, dose 5.86mcg/kg/min, concentration 2,000 mcg/ml. - the concentration and dose are the exact same on each pump. However, the new pump's rate is different. Also, upon further investigation the pump does not match their usual pumps. There is no "blue ridge sticker" on the pump as well. The provider was made aware of the incident and the pump was turned off completely. The patient was already intubated and will continue to be monitored further. The provider has called pharmacy for a reversal agent, and ordered EKG to be obtained. It was then reported that after receiving the event report from the clinician, the rn clinical informatics coordinator tested the IV pump and spoke to their pharmacy to find out if the error that occurred was user or pump related. The medication given was supposed to be calculated using the patient¿s ideal weight and not their actual weight. When the informatics coordinator entered the patient¿s ideal weight ((B)(6) kg) into the IV pump, the correct rate of 9.62 ml/kg was received but when the patient¿s actual weight ((B)(6) kg) was entered into the IV pump, the incorrect rate of 37.1 ml/hr appeared. Given this information, both pharmacy and clinical informatics coordinator were pretty sure that this was a result of user error. The informatics coordinator spoke with the nurse educator for the unit the event occurred at and said that after the event occurred, the nurse was able to view the weight that was entered in the pump and that the nurse had in fact put in the correct weight (ideal weight) into the pump. Therefore, we decided that the pump may need to be investigated to ensure that this was not a pump error.